Event description:
After serving the device failed to operate. No pt injury or adverse event was reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the MFR will file a f/u report detailing the results of the evaluation.